Event description:
Customer reported that on (B)(6) 2012 she experienced feeling "lightheaded, dizzy, thirsty" and felt like she "will pass out", but could not test due to receiving an ER-4 message on the display of her adc blood glucose meter. Customer called her healthcare provider and was told to call the paramedics. Customer denied self-treating. It was further reported the paramedics treated her on the scene with unspecified intravenous fluids and an unknown amount of both humalog and lantus insulin. Customer was transported to a local healthcare facility where she was diagnosed with hyperglycemia. At the hospital an initial reading of 355 mg/dl was received which, after 10 hours, decreased to 114 mg/dl. It was also reported that at the hospital the customer was treated with intravenous glucose. Attempts to clarify this discrepancy were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Manufacturer narrative:
The reported meter was returned and investigated with returned test strips (1263236). The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.